Event description:
It has been reported to philips that the system is rebooting shuts down and restarts while in use . A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Evaluation method, results, component and conclusion code grids updated. Information received indicates the device was not returned for analysis despite multiple attempts.